Event description:
Initial reporter indicated that they were having problems with their wand communicating. The batteries were changed but the wand completed an initial interrogation and not another interrogation. It was reported the wand was working but that they had to change the batteries frequently to get the light to come on. Good faith attempts are being made for the product to be returned for analysis.